Event description:
It was reported that patient infusion set is leaking and has been in use for one day and replaced infusion set and resumed insulin deliveries successful. The event occurred on (B)(6) 2026

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united kingdom name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state, province or territory: california post office or zip code: 91325 ¿ 1219 based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545